Event description:
Information was received from a patient (pt) regarding their external devices. The reason for call was patient reported they were charging the implant yesterday and was getting software problem 1-intellis 2-3.0 3-243 4-qf_port. Patient services (ps) assisted patient with resetting the controller to clear the message. After resetting, message is cleared, controller show 100%, ins 60% charged. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated the paddle gets warm and the cord and paddle area seems dusty and detached wire pulled away. Patient started a charging session and screen shows system problem rm04. Ps assisted patient with resetting the controller again to clear the message. The issue was not resolved. An email was sent to the repair department to replace the controller and recharger device. Patient mentioned this is her first rechargeable device, that she had five other types of non rechargeable devices before.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that they were unable to replicate the rm04 error but there was also insulation pulled from the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.